Manufacturer narrative:
The complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 to treat a stricture within the common bile duct due to pancreatic cancer ((B)(6), weight unknown) according to the complainant, as the physician partially deployed the stent within the common bile duct and was repositioning, he was unable to reconstrain. The physician removed the stent and scope from the patient and rescoped and completed the procedure with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.